Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code 9. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if any issues arose again.